Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, that the customer stated the fenestrated bipolar forceps (fbf) instrument had cracked during use. The customer described that a prograsp forceps instrument had been used to scrape char off the jaws of the fbf instrument. The customer also reported some difficulty removing the cracked instrument from the system, but it was eventually removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was clarified that the fenestrated bipolar forceps (fbf) instrument was not actively being used for a surgical task at the time; instead, a prograsp instrument was used to scrape char from the fbf, which led to the instrument cracking. There was no inadvertent energy discharge reported, and no char fell into the patient. Additionally, although the product had not yet been returned for evaluation, it is confirmed to be available for return, and the materials manager will facilitate sending it back for further assessment. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.